Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the stored memory confirmed that the device recorded numerous shorted lead faults on (B)(6) 2010 and (B)(6) 2010. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Testing revealed the output bridge was damaged. With the programmer, a shock lead impedance test was performed with a 50 ohm load attached and it returned a value of less than 20 ohms (this is not normal for a device with a 50 ohm load attached). It appears that the lead(s) shorted while implanted and damaged the device. External shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was removed and returned for an unspecified reason. Routine initial laboratory analysis testing revealed that the device did not have an elective replacement indicator (eri) timestamp; however, the device had declared end of life (eol) before explant. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.